Manufacturer narrative:
Medwatch mw5149359 was received on 03jan2024. Manufacturer's investigation conclusion: the reported events of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted ((B)(4)) and downloaded ((B)(4)) for review. A review of the log files showed overlapping events spanning approximately 8 days (09jan2000 - 11jan2000, 07dec2023 ¿ 10dec2023, 12dec2023, 21dec2023 timestamp). Events occurring on 21dec2023 were recorded during testing at abbott. Backup battery fault alarms due to a backup battery load test not passing were active on 10dec2023 from 20:15:26 until the controller was shut down on 10dec2023 at 20:23:08. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 10dec2023 at 20:20:41 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended duration. Further testing was performed to attempt to reproduce the load test fault. The system controller was connected to a power module and mock loop and a self-test was performed 5 times. The controller was disconnected from external power and let run for 10 minutes. The controller was then connected to power and a self-test was performed. The backup battery load test fault was unable to be reproduced. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 12sep2020. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm on the heartmate 3 left ventricular assist device system controller. A system controller exchange was performed. It was noted that during the system controller exchange, the pump was temporarily off.